Event description:
Surgeon reports ethicon enseal not properly sealing with uterine pedicle. Multiple seal cycles needed to control bleeding intra-op (x3 specific occurrences) increasing operating room time with use of device and extra seal cycles and need for an extra suture stitch. FDA safety report ID# (B)(4).